Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 500 mcg/ml at 159 mcg/day via an implanted pump. It was reported that the patient experienced symptom return and it was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The reservoir volume at scheduled refill was 23ml more than anticipated. This was the patient¿s first refill since implant. The patient had good symptom control at first, but then declined during the course of the refill cycle. Diagnostics/troubleshooting included catheter access port (cap) aspiration on (B)(6) 2024 and did not produce any cerebrospinal fluid (csf). The issue was not resolved at the time of this report. Surgical intervention was planned for (B)(6) 2024. The patient¿s status was ¿alive- noinjury.¿ the patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the physician reported that the cause of the volume discrepancy and inability to aspirate the catheter was determined to be due to the pump flipping in the pocket. This caused the catheter to coil repeatedly until it became tangled and kinked. The issue was resolved after replacing the pump segment of the catheter.